Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the recharger 97755 intellis rtm s/n: (B)(6) was not able to replicate rm04 error code and found ins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt could not charge their stimulator. Pt clarified seeing system problem rm04 repeatedly. Pt stated they saw it a while back, before christmas time of last year. Pt stated after the implant their rep had reviewed to reset the controller to clear messages. Pt mentioned they have had issues with plugging the recharger into the controller sometimes. Pt stated they have reset the controller themselves and will blow in the battery compartment in case there is any dust/debris inside. Pt mentioned there might be some debris in the port and on the recharger plug but wasn't sure. Pt had a hard time seeing the small areas. Pt mentioned that every once in a while the recharger would become uncomfortably hot so they would stop the charging session. Pt mentioned their stimulator is currently at 30%. Pt mentioned the belt is too big for them because she is "100 lbs on a good day". Pt mentioned they have an upcoming hcp appointment in about 10 days. No symptoms were reported. Additional information was received. Pt called stating fedex still had not delivered the rtm, and they had no stimulation or therapy since tuesday. Pt said that they were able to charge their implant battery now and they do have stimulation.